Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead and associated displayed noise and oversensing which led to inappropriate shock therapy for the patient. The noise was able to be recreated with isometrics. The system also displayed pacing impedance measurements greater than 2000 ohms. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was also explanted and replaced. A lead fracture was suspected but unconfirmed. There were no adverse patient effects reported.